Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The surgeon could not squeeze the handle to fire the device. The case was completed using a new handle and the same reload. A demo cartridge was connected to the handle in question and the firing was successful. No patient injury.